Event description:
While using a byte day aligners, patient experienced left front tooth that chipped twice while wearing aligners. The patient had it fixed the first time and wore their aligners daily. Then the tooth that was fixed chipped again.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.